Manufacturer narrative:
H11: the actual device was not received for evaluation; however, the machine was evaluated on-site by a qualified technician. Visual inspection determined that the machine ultrafilter holder was leaking. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failure of the sealing ring of the ultrafilter holder which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed "flowing out of the side" of a ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.